Event description:
It was reported that the device had a failed volume test. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, worn upstream occlusion (uso) seal and bubbled downstream occlusion (dso) seal. There was no evidence found in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.